Event description:
Patient presented to the ER physician with swelling and pain at the ipg site since the implant procedure. Due to a suspected infection, the ER physician prescribed antibiotics. Patient presented back to their inspire physician for a follow-up appointment where the pain was noted to have subsided. Still, the patient was prescribed steroids due to continued infection and possible edema at the chest incision site.